Manufacturer narrative:
H3. Analysis of the lead (s/n (B)(6)) found no anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by a manufacturer representative (rep) that the caller was in the operating room (or) where a new lead was being implanted in a patient. The caller stated they tried the connectivity test, and 'all was good bipolar,' but the segments were 'out' and greater than 10k ohms. The caller mentioned they checked it numerous times and tried all troubleshooting steps they could, specifically noting taking the lead test cable off and back on. The caller reported performing an impedance check at 0.7ma, and all contacts were 'good' with monopolar and 0/3, but any segments tested showed greater than 10k ohms. The caller stated it then failed a connectivity test. When the caller ran impedances at 1.5ma, everything was 'out,' showing greater than 20k ohms. At the end of the call, the caller noted that the case was to be aborted at this time. Additionally, the caller mentioned that the ens in question was one that they use regularly. Additional information was received from the rep on (B)(6) 2024 that it was confirmed that the first lead imp lanted (left gpi), which was explanted within 15 minutes of implant, did have a brain bleed along the lead trajectory. The first and second electrode impedance measurements were taken three minutes apart through the lead testing cable with the tablet and ens. The physician believes that the first measurement (greater than 10k ohms) may indicate the beginning of the bleed. In contrast, the second one (greater than 20k ohms) could be the result of a clot in the tissue, potentially causing higher impedances with all electrodes.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the bleeding was not definitively determined; the dbs plan appeared to be acceptable with no apparent vessels in the trajectory path, however, the bleed was along trajectory of the lead. It was unknown if this potentially occurred during mer or lead placement or during either of these times as it couldn¿t be determined. The patient was inpatient and stable and was ultimately moved from the intensive care unit to the neuro floor. The patient was going to a rehabilitation hospital at the time of discharge with it expecting it to take many months.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.